Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record found no non-conformances that could have contributed to this complaint. The device #2: agiltrac, part# 1009354-40, lot# 6071752 is being filed under a separate medwatch report.

Event description:
Device malfunction: device #1, balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during an interventional procedure in an unspecified, severely calcified vessel, the agiltrac balloon ruptured at 3-4 atm below rated burst pressure during the first inflation at the target lesion. The balloon was entirely removed without difficulty. A second agiltrac was attempted with the same results. There was no adverse pt effect. Though requested no additional info was provided.